Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced shortness of breath when walking, breathing difficulties and heart pounding. The device was also approaching the elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.